Event description:
It was reported to philips track pad was not working. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer has a v60, and the navigation (nav) ring is not operating properly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel replaced the front bezel, and the issue was resolved. The root cause of nav-ring failures has been determined to be liquid ingress due to the variability of the assembly process.